Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported video connector socket damage was caused by applying excessive stress to the video connector socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to the following. Although about five years had been passed from the subject device had been manufactured, if the frequency of use was high, the video connector socket had worn out and loosened due to repeated use. The video connector socket had worn out due to applying the excessive force to the scope connector socket during connection by the user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during unspecified procedure with the subject device at the user facility, it was found the endoscopic image of the subject device had failure. The user facility completed the intended procedure using the subject device. Olympus (B)(4) found that the video connector socket was damaged, and the video connector socket could not fix the endoscope, during the incoming inspection of the subject device for repair. There was no report of patient injury associated with this event.